Event description:
Pt was seen in consultation for asymmetry of breast. She previously underwent bilateral breast augmentation in 1985 with subsequent capsular contracture of right breast with migration superiorly. At time of explantation, implant on right was found to be ruptured. The implant on the left was intact.